Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was not available. The customer stated that she received the blank display sometimes when she changed the batteries out. She declined troubleshooting for the blank display. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.